Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-42000. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump keeps alarming unexpected restart. During troubleshooting; the customer was rewinding the insulin pump and dropped it and received a motor error alarm. The device was not exposed to a magnetic field. Customer is able to complete the rewind sequence. Blood glucose value was 235 mg/dl. Customer's mother mentioned the customer was hospitalized on (B)(6) 2015. It was explained that on early (B)(6) 2015 the insulin pump was replaced due to an error alarm, the customer had surgery and was reverted to manual injections during recovery. He was working outside in the heat; he went to over 600 mg/dl and was taken to the hospital. Blood glucose at the time of admission was 430 mg/dl. The new device was programmed 2 days prior to the hospitalization but seems like the customer never connected the device. He had been off insulin pump for 2 or 3 weeks. The device would be replaced and returned for analysis.